Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was noted that the patient underwent a total ankle replacement surgery. Sometime post-op it was noticed the patient needs to undergo a revision surgery.

Event description:
Revision needed to provide stability, alignment and to re-size the current infinity implants.